Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The lesion being treated was located in a vein graft. The 3.50x28 veriflex (liberte) stent was unable to cross the lesion. The device was removed and it was noted that the stent was flared. It was noted that nothing crossed the lesion. The procedure was not completed due to this event. The pt status is listed as fine with no complications reported.